Manufacturer narrative:
The insulin pump passed all functional testings including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The device was received with normal operating currents and no unexpected off no power or low battery alarms noted. The insulin pump had a cracked case at the display window corner, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. The insulin pump passed the delivery accuracy test .

Event description:
The customer's mother reported via phone call that the customer was hospitalized on (B)(6) 2016 due to high blood glucose. The customer experienced stomach pain. Blood glucose at the time of the admission was over 600 mg/dl. The customer was treated with IV fluids. The insulin pump was taken off at the time of the admission. The customer's mother stated that the customer had been experiencing high blood glucose levels since (B)(6) 2016. Blood glucose value the day of the call was 389 mg/dl. The customer treated with manual injections. Troubleshooting was performed. The drive support cap is normal. They declined to check for site, set or insulin issues and the settings. The insulin pump passed the high-pressure test. It was stated that the doctor requested the insulin pump to be replaced. The insulin pump was returned for analysis.